Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported the patient did not charge the ipg as instructed, resulting in the ipg becoming inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Surgical intervention addressed the issue.